Event description:
A hospital in (B)(6) reported via our distributor that a leak was found on an rt206 adult breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). The rt206 adult breathing circuit is en route to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint device was received and was visually inspected. Results: visual inspection revealed a small slit in the inspiratory limb, about 120mm from the patient end. The slit appeared to have been made by a sharp object. Conclusion: the damage appeared to the result of the circuit bag having been opened with a knife or box cutter. All circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions for rt206 adult breathing circuit state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(4) reported via our distributor that a leak was found on an rt206 adult breathing circuit. This was found prior to patient use.